Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3/h6: the suspected device was returned for evaluation. No issues were found in the event history log (ehl). Service history identified that no previous repair has been noted in the past 12 months. The visual inspection showed the detached downstream occlusion (dso) seal. Functional testing was performed. The air detector test was failed and could not detect the fluid was noted. The dso seal and air detector were replaced. The device passed all functional testing after repair.

Event description:
The pump displayed an error message during self-test. There was no patient involvement. Evaluation of the returned device identified a detached on the downstream occlusion (dso) seal and air detector issue. This leads to interruption of therapy while in use.